Event description:
Reporter alleged the needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing does not retract. Customer stated accidentally sticking himself however no medical treatment was received. No other actions were taken or treatment reported. A request was made for the return of the suspect and replacement product was sent.